Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred while the patient was wearing the dexcom g6 continuous glucose monitor (cgm). The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced diabetic ketoacidosis (dka) and was taken to the hospital and hospitalized for 3 days. The patient did not provide any medication or treatment information. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient is feeling fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure occurred while the patient was wearing the dexcom g6 continuous glucose monitor (cgm). The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced diabetic ketoacidosis (dka) and was taken to the hospital and hospitalized for 3 days. The patient did not provide any medication or treatment information. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient is feeling fine. No additional patient or event information is available.